Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported fragments/burrs were discovered inside holes of the instruments during inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "instruments enter barts health qa process before acceptance and the following issues" the product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed signs of burr on the insertion holes of the attune rev tib prep plate sz3. However no signs of breakage were not found. The observed condition may be due to multiple attempts at assembly and disassembly of the low-profile tibial pin, however a definite root cause cannot be established with the photos provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was confirmed as the observed condition of the attune rev tib prep plate sz3 would have contributed to the complained device issue.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech orthopaedics (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: added: h6 (health effect - impact code), corrected: h6 (medical device problem code).